Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the suture; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement of a proglide device was attempted in the left common femoral artery using the preclose technique prior to a percutaneous transluminal procedure to insert an impella device. The arteriotomy was 6f. Reportedly, after the proglide suture was deployed, it did not capture the artery. A second proglide device was used and a knot lock occurred. The sheath was upsized to 14f and the patient was taken to surgery. The impella device was surgically placed and arteriotomy was surgically closed. There was a clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physicians in attendance during the procedure both are in-training in the use of the proglide device and in the preclose technique. No additional information was provided.